Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent the following additional procedures: (B)(6) 2010: esophagogastroduodenoscopy with biopsy and colonoscopy with hot biopsy. On (B)(6) 2011: colonoscopy of cecum with biopsy due to rectal bleeding/proctitis. (B)(4)¿proctitis. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02861. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient underwent mesh implantation in order to treat bladder and rectal prolapse. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that post implantation the patient experienced pain, dyspareunia, infections and urinary issues. It was reported that patient underwent mesh revision surgery due to urinary retention and obstruction on (B)(6) 2010 and on (B)(6) 2011. No additional information was provided. (B)(4) ¿ dyspareunia; urinary issues. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02861. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02861. The same patient is represented in each medwatch.